Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
During the procedure, when retrieving the catheter after deploying the stent, the white part has been disconnected from the black part and stayed in the body of the patient. A surgeon came to retrieve the white part from the body.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zib6-40-8-8.0 device of lot c1030412 was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was carried out. Additional information was received from the customer. The patient anatomy was not calcified or tortuous. The physician did not use an access sheath, and experienced difficulty advancing the device between the ribs of the patient. No resistance was encountered when advancing the complaint device to the patient¿s liver, or during stent deployment. The complaint device was not advanced through a previously placed stent. It may be noted as per the product IFU states that the wire guide should be advanced through an access sheath. From customer testimony, the complaint device was advanced over a terumo advantage, 0.035" diameter wire guide. The user reported that resistance was encountered during withdrawal, and the deliver system became stuck on the wire guide during removal. From images provided by the customer, the inner peek catheter separated some distance from the distal white tip. On evaluation of the returned device, it was observed that the inner catheter (peek) was broken 121mm proximally from the proximal end of the white tip. No damage was observed on the flexor. The flexor was removed during the lab to expose the inner catheter. The overall inner catheter length was measured as 44cm. Damage was noted on the detached portion of the inner catheter. The inner catheter section containing the pusher ring component was not returned attached to, or with, the device. The customer was contacted, and confirmed that no section of the inner catheter remained in the patient's body. On a follow-up evaluation of the returned device, the inner catheter (peek) was noted to be pinched with some concertina damage. The customer complaint is confirmed as the inner catheter was found to be broken. Possible causes for this occurrence could include the patient anatomy. The physician reported resistance when advancing the device through the patient's ribs and during withdrawal. This resistance could have applied high forces to the inner catheter, which could have caused the inner catheter to elongate and constrict on the wire guide. This constriction and elongation may have caused or contribute to the inner catheter separating. However, as the conditions of use cannot be replicated be replicated in a laboratory environment, a definitive root cause cannot be determined. Prior to distribution all zib6 (zilver 635 biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1030412. According to information provided, a surgeon intervened to remove a portion of the device from the patient. The patient did not experience any further adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial complaint details: during the procedure, when retrieving the catheter after deploying the stent, the white part has been disconnected from the black part and stayed in the body of the patient. A surgeon came to retrieve the white part from the body.